Event description:
The customer reported to olympus that when the guide wire (e0018450ag-2) was inserted into the single use aspiration needle, it became stuck and could not be inserted. The issue was found while preparing for a therapeutic endoscopic ultrasonography-guided biliary drainage procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and was discarded by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, there is a possibility that a 0.025 inch guidewire may not be able to be inserted through the needle tube. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the IFU (instructions for use): ·do not insert the guidewire into the instrument. Otherwise, a guidewire may contact the sharp end of the needle tube, causing the coating to peel off and fall off inside the patient body. Olympus will continue to monitor field performance for this device.